Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting an MRI of the brain for a neurological problem, but she forgot she had an old piece of stimulator. The patient said the stimulator broke and the patient forgot it was there. The patient said she knows the stimulator has not been working and she had fluoroscopy. The patient said they looked in there and saw the battery. The patient thought it was the ins that was left in her because it was on the right side towards the back and the patient knew where it was. The patient said she forgot to tell them in the past and had 2 other mris and they saw it and told her she dodged a bullet. No further complications were reported.